Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed pd therapy with a homechoice (hc) device passed away due to an unknown cause on an unknown date. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the device was not linked to the reported death until after the device had been serviced, a complete device analysis could not be completed to investigate the reported death. However, a review of the event history log was performed and showed no malfunctions or failures that could have caused or contributed to the death. There were no nonconformities, failures, rework or deviations documented in the device history record that could be associated with the reported condition. A review of the service history records showed no abnormalities that could cause or contribute to the reported event. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. No device hardware malfunction/iipv was confirmed related to the reported issue thus determination of an assignable cause is not applicable. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the device history record was performed. No issues were found that could be related to the reported event. A follow-up report will be filed upon completion of the evaluation or if any additional information becomes available

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.